Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The customer stated that his insulin pump had been replaced 3 weeks prior, and since then, the device had been eating up his infusion sets. He stated that he had received a replacement device for this issue. He did not say yes or no to an offer to troubleshoot the no delivery alarm. The customer stated that he would try a different insertion site location to see if this would resolve the issue. He advised that he would call back if necessary. The blood glucose reading was unknown. Nothing further reported.